Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 466 mg/dl with a moderate level of ketones. The customer self administered an insulin injection and went to the emergency room (ER). No additional treatment was provided and the customer was monitored. After 3 hours, the customer left the ER and was back to "normal".